Event description:
A physician was attempting to use an everflex entrust for treatment of the superficial femoral artery. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. When advancing the everflex catheter the physician felt that the stent length did not equal the length stated on the hub or on the package. It was reported that the stent was 100mm long instead of 150mm as stated on the package. The stent was never inside the body. This issue was discovered when advancing the entrust catheter over the guidewire before entering the patient. Another 150mm everflex stent was used to complete the case with good result.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.